Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva single port leaked. The following information was provided by the initial reporter: reported issue: per call customer states when using the liquid was leaking from the tip of the IV catheter. Account states they tried 8 different IV catheters which all had the same issue. This was during patient use on all 8 and caller states "it made a pop and slid out of patient each time" customer thinks there is an issue with the seal.

Manufacturer narrative:
Supplemental follow-up 1 was incorrectly created and submitted for the wrong complaint record. Please cancel supplemental follow-up 1. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Na.

Manufacturer narrative:
Correction made: we became aware on (B)(6) 2024 that the awareness date for this complaint was (B)(6) 2023.

Event description:
Na.

Manufacturer narrative:
Investigation results: no samples for reported batch 3209988 were returned for investigation. Instead, our quality engineer received 14 sealed samples from batch 4029679. No confirmation was received about the involvement of batch 4029679, so it was not documented into this complaint. The samples were still evaluated however, and the reported defect was not observed. Since no photos or samples of the reported batch were received by our quality team for evaluation the failure mode could not be verified, and a root cause cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.